Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the continuous glucose monitor graph (cgm) does not match the historical cgm data points. Customer's blood glucose was 70 mg/dl. Reportedly, during follow-up with tandem technical support the issue had resolved.